Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that when the battery is inserted in the pump, the pump vibrates and makes audible sounds but the display screen shows only colored lines and then goes blank. The reporter stated the pump had been worn while swimming prior to this issue occurring. The reporter denied damage to the pump or battery cap and also denied visible moisture in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: device evaluation: the device has been returned and evaluated by product analysis on 17-apr-2019 with the following findings: a review of the black box indicated there was a pump reboot on (B)(6)2019. There was no damage found to the battery cap and it was able to attach securely to the pump. During investigation audio tone and vibration function were present on start-up which indicates there was power to the pump. Investigation revealed a blank screen due to moisture damage. Due to the blank display, further testing was not able to be performed. Due to the blank display, button testing was unable to be tested. The pump was opened and there was moisture corrosion found on the display connector, display and the transceiver board. Unrelated to the original complaint, there was a cover crack and a case seal crack found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.